Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with vaginal vault suspension utilizing gore-tex graft with sacral spinous fixation; anterior urethropexy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with supracervical hysterectomy due to pelvic floor relaxation, pop and sui. It was reported that the patient underwent a removal of cervix on (B)(6) 2011 concurrently with vaginal vault suspension to sacrospinous ligament, repair of high rectocele with posterior elevate mesh, transobturator sling . It was reported that the patient underwent a vaginal excision of extruded mesh on (B)(6) 2011. It was reported that the patient underwent excision of extruded vaginal mesh with closure of vaginal mucosa on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginal mesh, excision of sling, open burch procedure and cystourethroscopy on (B)(6) 2016 by dr. (B)(6) due to mesh erosion, sling obstruction, and stress incontinence. It was reported that the patient underwent excision of infected vaginal mesh on (B)(6) 2013 by dr. (B)(6) due to infected vaginal mesh.

Event description:
Details: it was reported that the patient underwent excision of vaginal mesh, excision of sling, open burch procedure and cystourethroscopy on (B)(6) 2016 by dr. (B)(6) due to mesh erosion, sling obstruction, and stress incontinence. It was reported that the patient underwent excision of infected vaginal mesh on (B)(6) 2013 by dr. (B)(6) due to infected vaginal mesh.